Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 48mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 50mm, (B)(6) 2010, 54mm, (B)(6) 2011, 54mm, (B)(6) 2012, 55mm, (B)(6) 2013, 55mm. There is aneurysm enlargement of 7mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.